Event description:
It was reported that there was an right ventricular (rv) lead alert for high rv coil and high superior vena cava (svc) coil impedances. Since the alert, the rv lead has had varying impedance with both rv and svc coils. It was also noted the rv pacing lead exhibited high thresholds, and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and was variable. The analyst noted that on (B)(6) 2016, the rv coil impedance rose to 219 ohms up from a trend of ohms. The rv coil impedance varied between 132-254 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.